Event description:
A customer reported a pt experienced a posterior capsule tear during a cataract procedure. Additional info was received indicating. In the surgeon's opinion, a side sharp elevation of the I/a tip-different on various tips resulted in the tear, left eye. An anterior vitrectomy, inlarged incision, and intraocular lens placement in the sulcus was required.

Manufacturer narrative:
There was no sample returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause could not be determined. All single use I/a tips are 100% visually inspected prior to their release. (B)(4).